Event description:
The rptr stated that she did back to back blood glucose tests. No details of testing technique or timing were given. Her results were 36, 45, 177 and 180 mg/dl. She did not have any symptoms. On follow-up, the rptr stated that she did not recall whether the meter test results that she had reported originally were back to back days apart. No further info was provided.